Event description:
A customer reported a cartridge alarm during the pump's load process, but it did not adversely impact their blood glucose levels. Technical support confirmed the recurring issue with the cartridges and decided to replace the pump with a loaner pump. The customer was informed about receiving a replacement pump with updated software and acknowledged the instructions to transfer pump settings and connect the cgm to the new device. Customer will use a backup pump.